Event description:
In pinnacle 3 vesion 4.0f, it is possible for an incorrect convolution kernel to be used for a photon dose computation. In particular, the first kernel used in a dose calculation for a particular energy (as determined by the photon beam model's field size and/or wedge) will be used for all susequent dose computations during a particular planning session. The first dose computation will always load the correct kernel. However, subsequent dose computations may load an incorrect kernel.